Event description:
The surgical team noticed that the davinci xi sureform 45 stapler did not have the stapler sheath that is normally prefixed (and not removable) on following use in the patient. It was verified visually via endoscope and through operator feedback that the sheath was never on at any point during the case. No obvious harm came to the patient. The davinci representative was notified and the device was sequestered for investigation.